Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile distilled water could not be injected into foley catheter.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted per visual inspection it was noted what seemed like obstruction in the drainage lumen. Inflated balloon with 10 mbs with no issues. Catheter rested with no leaks and the balloon passively deflated in 2min 53 sec with no issues. The funnel was flushed with water and the obstruction was confirmed. Also received 4 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. No additional actions are required at this time since root cause was not identified. A labelling, and DHR reviews were not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile distilled water could not be injected into foley catheter. Per investigator's notification received on 11feb2025, it was reported that obstruction was present in drainage funnel was found during sample evaluation.